Event description:
The device was returned to zoll medical for an unrelated issue, upon incoming functional testing, the device powered up without display. There was no patient involvement in the reported malfunction.